Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and noise episodes during multiple ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.